Manufacturer narrative:
The reported issue was resolved for the customer by installing the non-padded seat kit.

Event description:
It was reported by service report that the seat won't hold weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device has been evaluated, but is pending repair.

Event description:
It was reported by service report that the seat won't hold weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.